Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that following delivery of appropriate anti-tachycardia pacing (atp) and shock therapy for ventricular tachycardia (vt), this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited oversensing of noise. The noise was felt to be consistent with oversensing related to the minute ventilation feature. Pacing impedance measurements were noted to be stable and within normal limits. Review of stored device memory noted a previous atrial tachy response (atr) episode with noise on the ra, right ventricular (rv) and left ventricular (lv) channels, however, was only sensed on the ra and rv channels. The patient had intrinsic activity during the episode. It was noted that the patient has been receiving radiation treatment. Boston scientific technical services (ts) discussed the option of programming the respiratory rate trend (rrt) feature off. The physician elected to continue monitoring. No adverse patient effects were reported.